Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed during prime and insulin was squirting out of the tubing. Customer stated the first time she was able to continue using it but this time she couldn't. The insulin pump was not bumped or dropped. The drive support cap is recessed. Blood glucose value is unknown. Nothing further reported.